Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The final angiogram showed the presence of a type ia endoleak that could not be resolved following ballooning and the placement of a balloon expandable stent. As of the date of this report, there has been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
(B)(4). Remains implanted.